Manufacturer narrative:
On 08/22/2016 k2m, inc. Received a copy of the user report (B)(4) from (B)(6). K2m, inc. Has been unable to determine the product to which this report pertains, as the report did not provide a part or lot number and the product has not been returned. We have made several attempts to contact the initial reporter in an effort to obtain further identifying information regarding the product, to no avail. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 08/22/2016 k2m, inc. Received a copy of the user submitted report which stated: event desc: double bladed knife handle used to dissect through soft tissue and bone. Small portion of tip broke off and was non-retrievable. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.